Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 30mmol/l with no reported signs or symptoms of hyperglycemia associated with a dim/fading/discolored display issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly was not able to safely read the display screen. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a display screen issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings:a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Investigation revealed that the display screen was discolored but was still legible. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.